Event description:
The customer reported the ventilator remote alarm port wasn't functioning. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector as reported may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The customer has no plans to repair the unit and has removed it from service.

Manufacturer narrative:
Customer was advised to replace the main pcb. Customer did not repair the device. The device has been removed from service.